Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding which led to anemia") and haemorrhagic anaemia ("excessive and abnormal bleeding which led to anemia") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (removal of device). Essure was removed on 1-mar-2012. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic anaemia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, haemorrhagic anaemia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding which led to anemia") and haemorrhagic anaemia ("excessive and abnormal bleeding which led to anemia") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (removal of device). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic anaemia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, haemorrhagic anaemia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.